Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the pace/sense portion of this right ventricular (rv) lead was surgically abandoned due to unknown reasons. Additional information obtained from the field which indicated that the lead exhibited noise. No additional adverse patient effects were reported.